Manufacturer narrative:
This medwatch report represents the reported gi bleeding pre-and post-pump exchange. The gi bleeding event noted from (B)(6) 2016 was not previously reported to the manufacturer. The gi bleeding event reported in october 2016 was reported under medwatch MFR report #2916596-2016-02242. The referenced pump exchange was reported under medwatch report MFR report#2916596-2017-00311. (B)(4). Approximate age of device ¿ 1 day. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that while awaiting a pump exchange due to elevated lactate dehydrogenase levels and suspected thrombus, the patient had been placed on angiomax. One day prior to the exchange, the patient experienced bloody stools and a decreased hemoglobin and the angiomax was discontinued. The device was subsequently exchanged. Post-operatively the patient¿s hemoglobin continued to decrease, and the patient experienced dark tarry stools. An upper gastrointestinal endoscopy was performed and several areas of bleeding were found in the esophagus and stomach that cauterized. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.